Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of the peritonitis was unknown. The treatment and the outcome of the reported event were not reported, but the patient was later discharged from the hospital. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional or relevant information becomes available, a supplemental report will be submitted.